Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrocardiograph at the hospital showed the interatrial pacing interval (a-a intervals) sometimes fell below the lower rate programmed on the implantable cardioverter defibrillator (ICD) when the patient was sleeping. The physician decided to place the patient under observation. The ICD remains in use. No patient complications have been reported as a result of this event.